Event description:
The customer reported that when disconnecting the alaris tubing from the b braun caresite valve, the tubing either gets stuck of breaks off in the caresite. No details of a specific pt provided. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.